Event description:
As reported, the indicator window of the 7f exoseal vascular closure device (vcd did not turn black. There was no reported injury to the patient. The device will not be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.